Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. Evaluation also revealed a cracked battery compartment and the audio bolus button was unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: evaluation revealed that the display was discolored. Evaluation also revealed a cracked battery compartment. The audio bolus button was found to be unresponsive due to a missing button contact actuator. Unrelated to these issues, evaluation revealed that the audio bolus button cover was torn. (B)(6).